Manufacturer narrative:
Product evaluation: the results of the investigation concluded the guidewire had been kinked, the wire coil had been separated at the kink, and a portion of the wire coil protruded between the aforementioned wire coil damage. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The instructions for use (IFU) cautions the user to not attempt to advance or withdraw guidewire if resistance is felt. Use fluoroscopy to determine the cause of resistance. If the cause of resistance cannot be determined, withdraw the guidewire and catheter as a unit. The instructions for use (IFU) cautions that the insertion into artery may cause excessive bleeding and/or other complications. The instructions for use (IFU) state damage to guidewire may result if withdrawn through a metal needle cannula. Cannula must be removed first.

Event description:
A radial case was being performed with the guideright guidewire. After an angiogram of the rca when exchanging out a catheter, the patient experienced significant pain in the forearm. The guideright guidewire was removed, an angio displayed a self contained dissection in the radial artery. No intervention was needed. It was noted the guideright guidewire had a sharp edge prior to the curve. It appeared as if braiding was stripped.